Event description:
In 2009, the lay-user/reporter contacted lifescan alleging an unknown issue with a one touch ultra 2 meter. The mss attempted to call the patient back, and also listened to the recorded call for further information. The reporter stated, " I think what happened last wednesday night is that she couldn't get the meter to work." He also stated that the next morning, "we found her in a diabetic coma because she had given herself too much insulin. " the reporter was unable to provide any details about the problem that the patient had with the meter. The reporter also mentioned that it was an assumption that the patient was still in a coma and at a hospital. He did not know if the patient received any treatment due to the alleged issue. At around 8:00pm, the night before the event five days prior, the reporter added that the patient's daughter was there to check up on her and was filling her syringes. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what issue the patient encountered with the meter six days prior to original date, what actions the patient took in response to the meter issue, if she ate dinner and/or any snacks the night before the event, and if she was able to test her blood glucose the same day. In addition, it would have been helpful to know what her last meter reading was before the event occurred, what date/time the last result was obtained , what medical treatment the patient received due to her symptoms, and what her diagnosis was. The reporter did not have the reported meter or testing supplies for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient fell into a "diabetic coma" after she couldn't get the meter to work. However, it is unknown what specific issue the patient had with the alleged meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.